Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 17mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.